Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2023, the patient reported losing consciousness, which was attributed to inaccurate glucose readings. However, no specific cgm or bg meter values were provided to support a comparison. The patient stated that upon regaining consciousness, he went to his doctor¿s office for evaluation. No additional details were available regarding treatment received, duration of unconsciousness, or clinical findings from the visit. Attempts to obtain further information from the patient were unsuccessful; therefore, additional details regarding the event are unavailable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.